Event description:
It was reported that the patient's artificial urinary sphincter was removed for unspecified reasons. A new system was implanted on a later date. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available, a supplemental report will be submitted.